Event description:
On (B)(6) 2012, at 11:16am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate high compared to an unknown emergency medical services (ems) meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at approximately 8 a.m. To 9 a.m. The patient claimed that she tested with the subject meter and obtained a blood glucose result of approximately "330mg/dl." The patient reported managing her diabetes with novolog insulin pump therapy. The patient denied developing symptoms at this time. As a change to her usual diabetes management she did not eat breakfast and also did not bolus herself insulin. At approximately 12 p.m., she decided to go visit a cemetery and picked up a (B)(6) meal. The patient reportedly "was eating the potato wedges in the car at 12:10 p.m. When she had an accident (hit a light pole)." The patient denied testing her blood glucose prior to eating the potato wedges because "she was driving." The patient did not report any injuries due to the accident but stated that she had "passed out." Ems reportedly arrived at the car accident scene and obtained a blood glucose result of "14mg/dl" (between 12:10 and 12:30 p.m.). The patient denied receiving IV administration but reported being administered an unknown injection by ems. The patient told the cca that she woke up in hospital and was given food/drink as treatment. The patient reported that she was discharged (B)(6) 2012 at approximately 4:30pm. The patient reported that on (B)(6) or (B)(6) 2011 she went to see her primary care physician. The patient stated that she gave the subject meter to a nurse and the doctor came back and said the meter was not working (did not say why), took the meter and they gave her a different meter (non lifescan). The patient reported that her insurance company prefers onetouch and gave her a number to get an ultramini meter. The patient claimed that she called medtronic's and was told they could send her a bayer meter or to call lifescan for ultralink replacement. The patient stated that she tested her blood glucose 4 times a day at the time of the alleged issue, but has since increased her testing to 6 times a day (a.m., noon, 5 p.m. And before bed). The patient told the cca that her normal blood glucose results are between 170-180 mg/dl and breakfast results are around 150 mg/dl. The patient informed the cca that she is also diagnosed with kidney failure and high blood pressure at the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was an approved sample site. This complaint is being reported as an adverse event because the patient reportedly passed out despite having been consuming food and reportedly got in a motor vehicle accident. In addition, the patient reported a blood glucose result of "14 mg/dl" obtained by the ems which is suggestive of serious acute hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.